Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single patient sample. An initial accu tni result was 0.79 ng/ml. The original sample was re-tested and repeated results were: 043 ng/ml and 0.42 ng/ml. The erroneous result was reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications. The specimen was collected in a bd, 7 ml, 13x100, lithium heparin tube and was centrifuged at 3,000 rpm for 4 minutes. Per customer, the sample did not show visual signs of lipemia or hemolysis. Field service engineer (fse) was dispatched to the customer's lab: the fse performed a system check which partially failed. The fse replaced: aspirate probes, per-pump tubing, and fluidics tray tubing, and then re-run the system check which passed. The fse conducted a carryover testing and obtained failing results. The fse replaced: sample probe, clot filter, and wash nozzle and re-performed all alignments. The fse repeated carryover testing with good results. The fse ran precision testing and obtained acceptable results. The fse verified the instrument per established procedures. The fse contacted technical service to send sample handling documentation to the customer, per customer's request. In a follow-up with the customer, they stated that they not had any further issues in regards to this event since the fse was on-site. The customer also stated that pre-analytical factors may have contributed to the accu tni "fliers". A bd representative went to the customer's lab and re-educated the lab personnel on pre-analytical data. The lab has a plan to re-educate their staff on the importance of pre-analytical sample handling. The customer will contact technical service if further assistance is required. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.